Event description:
It was reported that the cuff did not inflate while in use with the patient. To resolve the issue, the customer replaced the trach. The customer reported patient injury due to the event but provided no further details. More information was requested and if received, will be sent in a follow up report.

Manufacturer narrative:
One device was returned for investigation in used condition with no perceivable damage or anomalies. A syringe was attached to the pilot balloon and slowly inflated with water. The cuff did not inflate. The cuff was then gently massaged according to the instructions for use where the device was then inflated again and worked as expected. Due to this, no root cause was determined as the device worked as expected according to the instructions for use. Device history review of the reported lot number found no anomalies or discrepancies during the manufacturing process.